Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 135 ohms. Upon review, technical services (ts) stated that there was a slight gradual increase in the impedance measurements since last year. This impedance trending was not indicative of a lead fracture likely related to calcification. Ts recommended to consider commanded shock to see what the actual delivered impedance was. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 135 ohms. Upon review, technical services (ts) stated that there was a slight gradual increase in the impedance measurements since last year. This impedance trending was not indicative of a lead fracture likely related to calcification. Ts recommended to consider commanded shock to see what the actual delivered impedance was. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that commanded shock testing was performed, and shock impedance measurements were at 121 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.